Event description:
Surgeon reports of a cystic formation near the patient's electrode (lead). Surgeon plans on medical management and observation as the only intervention at this time. Patient is doing fine and will be monitored over the coming weeks. Additional information received from rep stating that pharmaceutical medication is being used. Unknown if antibiotic or anti-inflammatory. Cause of the cyst is unknown. Cyst has not resolved at the time of this report..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.